Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
It was reported that during a hospital stay, the pt experienced elevated blood glucose of up to 25 mmol/l (450 mg/dl). The pt's nurse found the infusion set needle had broken off of the headset and was in the pt's abdomen. The needle was removed by a surgeon. The alleged infusion set was requested to be returned for evaluation.

Manufacturer narrative:
The complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. The used sample was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.